Event description:
It was reported that the patient was experiencing withdrawal symptoms for an unknown reason for two weeks. The patient was admitted to hospital, and an x-ray with the side port bolus were performed and the patient responded to the boluses. The pump found to be okay. The patient was given oral medications, and then the patient¿s dosage was also increased. The patient ended up experiencing overdose or over sedation symptoms. The patient¿s outcome was unknown. Lioresal was used in the pump system.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).